Event description:
It was reported that 30 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: the system is not allowing a flush to push through. It seems that the system is locked or blocked, nothing can flow through.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the system is not allowing a flush to push through. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 21119718 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 5th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21119718 regarding item #20059e.

Event description:
It was reported that 30 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: the system is not allowing a flush to push through. It seems that the system is locked or blocked, nothing can flow through.